Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced discrepancy between sensor and blood glucose values. The customer reported bleeding and hypoglycemia. The customer was treated in emergency medical service. The event involved product(s) mmt-7040a, mmt-332a, unomedical and mmt-1884. Troubleshooting was performed. The customer reported blood glucose value of 62 mg/dl. The customer reported sensor glucose value of 90 mg/dl. Customer reported a discrepancy between sensor and blood glucose values was not within target range of difference. Explained the sensor appeared to be responding to changes in the glucose. No further patient complications were reported. No product return is required for mmt-7040a, unomedical, mmt-332a and mmt-1884.